Event description:
It was reported that foreign material was noted in the proximal part of the lead helix when the package was opened. The lead was not implanted.

Manufacturer narrative:
Final analysis found that the steroid plug was displaced inside the helix.